Manufacturer narrative:
Through follow-up with user facility personnel, it was determined that the floor locks were engaged at the time of the reported event. As the floor locks were engaged, the employee could not move the table subsequently causing the employee to lose their balance resulting in the reported injury. A steris service technician arrived onsite to inspect the table and found it to be operating properly. No issues were noted with the function or operation of the table. While onsite, the technician tested the hand control power and found that the battery code was "low". The technician proactively replaced the batteries, tested the table, confirmed it to be operating according to specification, and returned it to service. The reported event is attributed to user error as user facility personnel should have ensured the floor locks were unlocked prior to attempting to move the table. The 4085 surgical table operator manual states (4-5), "to lock table, press and hold floor lock button. Lcd display shows "hold 1 sec to lock." After one second, control system orders floor locks to lower. While floor locks are lowering, lcd display shows "locking." Once table is locked, locked (green) icon appears on lcd display and green led lights at floor lock pushbutton. To unlock table, press and hold floor lock button. Lcd display shows "hold 3 secs to unlock." After three seconds, control system orders floor locks to raise. While floor locks are raising, lcd display shows "unlocking." Once table is unlocked, unlocked (orange) icon appears on lcd display and amber led lights at floor lock pushbutton." In-service training on the proper use and operation of the 4085 surgical table, specifically utilizing proper hand control commands is scheduled to be completed on (B)(6) 2022. No additional issues have been reported.

Event description:
The user facility reported that during cleaning activities of the floor, an employee was attempting to move their 4085 surgical table and the employee fell to the floor resulting in an injury (elbow and rib fracture).